Manufacturer narrative:
Follow-up #1 date of submission 12/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: a review of the black box data showed a voltage drop on (B)(6) 2015. A visual inspection of the pump showed no damage to the battery compartment or battery cap. The pump¿s current draws were found to be within specifications. No evidence of excessive pump temperature was observed during testing. The pump cover was removed and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017.